Manufacturer narrative:
(B)(4). Pump passed displacement test. Unit was received with partially broken reservoir retainer. The p-cap locks properly into place. R&d disposition (d00529896): for (B)(4), the retainer and case near the reservoir region failed due to a large impact, drop, external force acting on the reservoir compartment. The retainer is missing from 6 to 12 o'clock. The retainer has 0.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump showed no signs of cracking on the battery tube, had minor scratches present on the screen, and had no visible damage to the keypad.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.